Event description:
It was reported: "mma embo using eclipse 6x7sn & onyx. Balloon was pushed fairly distal into smaller vessel and was never inflated. The distal end of catheter in turn became stuck & broke off in the onyx cast. The surgeon was able to snare the majority of the broken catheter. The product was not able to be saved to evaluate."

Manufacturer narrative:
Balt USA's reference number: (B)(4). Here is the summary of event and investigation as reported by the supplier: the affected catheter eclipse2l has not been returned to balt extrusion for inspection. As a result, the analysis of the reported event was by definition limited. The review was so based on the incident description, the device history records and the data gathered during our post-marketing surveillance program for such failures. The braid, the tube, and the balloon are 100% controlled with a visual inspection during the manufacturing process. A tightness test of the balloon is also performed on every unit as per requested by the manufacturing instructions. By reviewing the manufacturing records of this specific batch, we did not observe any anomaly that could potentially explain the event described: a process deviation # (B)(4) related to the cleaning of the outer surface of the dispensers before the insertion of the ecl2l was applied for this specific lot number but it did not represent any technical link with the failures from complaint #(B)(4). A process deviation # (B)(4) related to the us drawing of sfeclipse2l which did not match with the mpis sfeclipse2l n°20139 ind18/01 (no shaping mandrel in the us drawing) was applied for this specific lot number but it did not also represent any technical link with the failures from complaint #(B)(4). The incident description mentioned that the eclipse2l revealed being entrapped into the embolic agent injected ("the distal end of catheter in turn became stuck & broke off in the onyx cast"). We do not know accurately the conditions where occurred this issue and which manipulations were applied. However, the data issued from our post-marketing surveillance program show that such blocking are generally caused by the embolic agent reflux beyond the catheter's distal extremity. Finally, this incident type cannot be linked to the device itself since there is not a technical characteristic that could explain the trapping. We suggest you to contact the embolic agent manufacturer for additional information for such a failure (e.g. Poor visualization of the reflux on the x-ray pictures). In conclusion, the incident reported (embolic agent trapping) cannot be linked to a potential technical failure of the balloon catheter eclipse2l. Manufacturing records complied to specifications and product was not available for inspection. The trend of this failure mode will continue to be monitored as part of our post-marketing surveillance program. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Manufacturer narrative:
Balt USA's reference number: (B)(4). Device received and pending review from the supplier. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused, or contributed to the reportable event.

Event description:
It was reported: mma embo using eclipse 6x7sn & onyx. Balloon was pushed fairly distal into smaller vessel and was never inflated. The distal end of catheter in turn became stuck & broke off in the onyx cast. The surgeon was able to snare the majority of the broken catheter. The product was not able to be saved to evaluate.